Event description:
It was reported that a balloon catheter was not able to be removed from the patient. Vascular access was obtained via a contra lateral approach using a 6fr 55cm sheath from the right common femoral artery (sfa). The target lesion was located in a severely calcified superficial femoral artery. The surrounding anatomy was also severely calcified. A .035/260 stiff angles non-bsc guide wire was introduced and was cut to remove a damaged portion of the wire prior to loading the 6.0 x 100, 135cm mustang¿ balloon catheter. Percutaneous transluminal angioplasty (pta) was performed within the device¿s normal inflation parameters. Following pta the balloon was not able to be removed from the left sfa. During a snaring procedure from the left anterior tibial, the guidewire became kinked. The patient was sent to surgery and the balloon catheter was removed. No further patient complications were reported and the patient¿s status following surgery was fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).